Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, ¿no display of the front panel", was caused by a failure of the patient circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective circuit board component. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during reprocessing, the front panel display on the high flow insufflation unit while being used with the otv-s190-visera elite vídeo system center disappeared. There were no reports of patient harm associated with this event.